Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, after transecting the appendix at the proximal end, it was discovered that no staples had formed on either side of the specimen or bowel. After further inspection it was seen that no staples came out of the cartridge and no staples were found in either portion on the transected portions. The surgeon had to lengthen the incision by more than 1 inch in order to pull out the bowel so he could hand sew the open lumen of the bowel. The surgeon had to create an otomy in order to pull out cecum and close defect area that did not staple. Cecum was pulled up through the larger otomy/incision and the open portion on bowel was closed with suture.